Manufacturer narrative:
H-10: received pressure vacuum manifold (pvm) and receiver mechanism (rm) for evaluation. Found significant fluid ingress in pvm; cause unknown. Rm error code (pincher error) due to broken wire on sensor that detects position pincher. It's not possible to determine a link between these two conditions. It's probable that fluid ingress and/or broken wire caused performance problem reported. Added h-6 method code. This report mailed in to FDA on: 11/11/2005 the manufacturer internal reference number is: ia051145-1

Event description:
Reporter noted system locked up during a case; aborted case. Closed eye; pt was rescheduled. Stated there was no injury.